Event description:
It was reported to medtronic neurosurgery that a patient had an infection near the abdominal wound one month after implantation, and the doctor believed there was a problem with a catheter.

Manufacturer narrative:
The catheter was returned in three segments measuring 19 cm, 15.1 cm, and 17.8 cm. The device was patent and passed leak testing. A review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin".